Event description:
During an atrial fibrillation procedure, air bubbles were noted in the introducer. A new flush of the introducer was done and the procedure completed.

Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of investigation are inconclusive as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing an inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided, the cause of the reported leak remains unknown.